Manufacturer narrative:
Section d4 & h4: additional information. Manufacturer's investigation conclusion: examination of the submitted photos confirmed a tear to the outer silicone jacket of the driveline. Additionally, analysis of the submitted log file confirmed frequent low flow hazard alarms. Although a specific cause for the observed low flow alarms could not be conclusively determined, the center reported that they were possibly related to worsening right ventricular function. A direct correlation between the reported events (driveline infection, worsening right ventricular function, tricuspid regurgitation) and heartmate ii lvas, serial number (B)(6) could not be conclusively established through this evaluation. Evaluation of the submitted photos confirmed a tear to the outer silicone jacket of the driveline near the controller connector bend relief. No damage to the underlying bionate layer was observed. One of the submitted photos showed that a rescue tape repair was applied over the torn area of the outer silicone jacket. The submitted log file contains data from 07nov2019 at 03:56pm through 08nov2019 at 06:07am. Frequent low flow hazard alarms were captured throughout the majority of the file. Estimated flow was captured at 2.4 lpm for each of these events. No additional atypical events were captured. The pump speed remained above the low speed limit for the duration of the file. The center reported that the cable of the controller power cable was torn but no visible opening to the wires was observed (investigated under (B)(4)). The patient had a history of severe aortic insufficiency and was currently admitted for driveline infection on 05nov2019. The patient was on IV antibiotics in house. It was also reported that the patient had a tear on the silicone driveline cable. It was later clarified that the patient had bacteremia. The infection was positive for mrsa. The patient experienced pain, tenderness, and moderate purulent drainage at the driveline site. The pain improved, purulent decreased, and no surgical intervention was needed after the IV antibiotics infusion. Additionally, it was reported that the low flow alarms were possibly related to worsening right ventricular (rv) function. An echo from 06nov2019 showed severe tricuspid regurgitation (tr) and a severely enlarged right ventricle. The patient was asymptomatic and diuretics were increased. The patient was demented and debilitated and therefore, not a surgical candidate. The patient was discharged home with a PICC line and IV antibiotics. It was later reported that the patient expired on (B)(6) 2019 due to worsening aortic insufficiency and renal failure. The aortic insufficiency, renal failure, and patient outcome are investigated under (B)(4), (B)(4 ). The patient¿s expiration was determined not to be related to the device. The device operated as intended with no malfunctions. It was reported that the device would not be returned for evaluation. The hmii lvas IFU lists driveline infection and right heart failure as adverse events that may be associated with the use of the heartmate ii left ventricular assist system. Care instructions in regards to preventing infection are outlined in various sections of this document, as well as the hmii lvas patient handbook. These documents also cover wear and tear to the percutaneous lead and state that all heartmate ii lvad drivelines have the potential for wire/shield breakdown to occur dependent upon length of use and patient handling. The IFU also explains that pump performance is sensitive to changes in systemic vascular resistance and left ventricular filling, and addresses all system controller alarms (including low flow hazard alarms) and how to respond to such events. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
It was reported that log files were received which stated the current controller had rescue tape and a twist on the black cable. Upon inspecting the rescue tape, it was noted that the silicone cable was torn, no visible openings to the wires were noted. No corrosion nor oxidation was noted. The cable would not work with a controller exchange. The driveline damage was cosmetic and reinforced with self-fusing tape. The patient was admitted to the hospital on (B)(6) 2019 for driveline infection and the patient was on IV antibiotics in house. The patient had a bacteremia infection and the driveline site had purulent drainage which was (B)(6) for (B)(6). Patient had pain, tenderness, and moderate purulent drainage at driveline site. Pain improved, purulent decreased, no surgical intervention needed after IV antibiotics infusion, patient was discharge home with PICC line and IV antibiotics. Low flow alarms were observed in the log file and were potentially due to worsening right ventricular function, echo (B)(6) 2019 showed severe tricuspid regurgitation, and a severely enlarged right ventricle. Patient was asymptomatic for the low flow and was treated with increase diuretics. Patient was not a surgical candidate and was discharged home. No further or additional information was provided.